Event description:
Customer reported a recurring motion error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the mcu board. System operates as intended.